Event description:
Product analysis on the lead was completed and the fracture allegation was not confirmed. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
The lead has been received into product analysis. Surgical notes were received detailing the full revision surgery. It was noted that pin re-insertion was attempted twice and that impedance on the new device was also high, so a revision of the lead was performed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e210401.

Event description:
It was reported that patient is having neck pain and is referred for a lead revision due to an issue with her lead. It was later reported patient is experiencing an increase in seizures and the lead issue was high impedance. The patient later had a full revision surgery the physician has responded that the cause of the increased seizures and neck pain is due to lead fracture / high impedance. The explanted device has not been received to date. No other relevant information has been received to date.